Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos since the defect could not be clearly seen in the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.

Event description:
It was reported that 2 bd q-syte¿ micro bore extension sets leaked from the top of the septum during use. The following information was provided by the initial reporter, translated from chinese: "in general practice, leakage near the septum was noted during use of the product."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd q-syte¿ micro bore extension sets leaked from the top of the septum during use. The following information was provided by the initial reporter, translated from chinese: "in general practice, leakage near the septum was noted during use of the product."